Event description:
It was reported that the user received a cartridge alarm while the pump was in use. There was no reported impact on the customer¿s blood glucose level, and their specific blood glucose value at the time of the event is unavailable. A second cartridge was loaded with proper technique, but the alarm recurred, leading to the decision to replace the pump. The customer was informed of the replacement process and provided storage mode instructions for transport along with a pre-paid label for returning the problematic pump. The customer was also informed to return the pump within ten days, although they declined to share the type of backup therapy they would use to ensure insulin delivery was not interrupted.